Event description:
It was reported that during an open sigmoidectomy procedure, clips ejected without being formed when the trigger was grasped, during use. Some clips fell into the patient, but all of them were removed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring was found out of its intended position, jamming the firing mechanism. No conclusion could be reached as to what may have caused the found condition. Please note that this condition is unrelated with the incident reported. However; an investigation has been initiated to address the potential root cause of the hoop spring out of position. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.